Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician implanted trial leads. The leads were programmed postoperatively. The pt was not receiving effective stimulation. Multiple attempts were made to gain effective stimulation to no avail. The pt was moved back to surgery and the leads were removed. The leads wil not be returned to sjm. Note: the pt rec'd two leads from the same lot.